Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted; give date: not applicable; the lens remains implanted at this time. (B)(4). Attempts have been made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient recently started complaining of terrible nocturnal glare; he was not adapting to the symfony intraocular lens (iol) implant in his left eye. The patient was asking to have the lens removed and replaced with a standard monofocal iol due to ''terrible rings & halos at night''. The patient had cataract surgery on the right eye (B)(6) 2018 with a standard iol. No further information was provided.

Manufacturer narrative:
Device evaluation: product testing could not be performed because the product was not returned as it remains implanted. The customer's reported event could not be confirmed. Manufacturing record review: a review of the records was performed. The product was manufactured according to specification. Labeling review: the directions for use (dfu), adequately provide instructions, precautions, along with warnings for the proper use and handling of the product. Historical analysis: a search of complaints was performed and revealed that no similar complaints were received for this production order number. Based on the investigation results, a product deficiency was not identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The surgery center reported that the lens has now been explanted. No further information was provided. If explanted; give date: unknown, not provided. Patient code: 3191 - explant. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.